Event description:
Pt undergoing thoracotomy and right lower lobectomy for sarcoma. During the thoracotomy procedure, a ta stapler was being used. A second reload of staples was being used. The pulmonary vein had been stapled and dissected; however upon dissection bleeding occurred. According to the scrub tech the second stapler cartridge appeared no to have fired the staples appropriately. Bleeding was controlled.